Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the device was removed from the package and inserted through the scope. It was then noticed that there was no cutting wire present; hence, they could not use the device to bow or cut. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 (with the preloaded guidewire) was analyzed, and a visual evaluation noted that the working length was free from obvious kinks/bents. The guidewire was in good condition. The device was observed under magnification and the cutting wire was in good condition. The tip of the autotome was cracked. A functional evaluation was performed by actuating the handle, and the distal section bowed without any problems, indicating that the cutting wire was not broken. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the tip of the autotome was cracked. This could have been generated due to attempts to advance through a difficult anatomy or hitting the tip against a hard surface. The cutting wire was in good condition and was not broken. Based on all gathered information, the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the device was removed from the package and inserted through the scope. It was then noticed that there was no cutting wire present; hence, they could not use the device to bow or cut. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.